Manufacturer narrative:
Section a - patient information not provided no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm, post implantation. Log files were submitted for review. The event log file captured the backup battery faults starting intermittently (B)(6) 2025 at 1301 and becoming more frequent at1305 and continued for the remainder of the log. Some ebb memory tag events were also seen in the background of the log which indicated a poor connection at the ribbon cable.